Event description:
Additional information showed the patient recovered without sequela on (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3487a-45, lot# v650017, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the interventions included explanting the peripheral lead on (B)(6) 2011. The etiology was reported as related to the incisional site lead/extension tract. The etiology was reported as possibly related to the device or therapy and possibly related to the implant procedure. The severity was noted as mild.

Event description:
It was reported that the pt experienced an infection in the area of the peripheral lead placements. There was redness and discharge around the abdominal lead placement. The pt was hospitalized and the lead was explanted on (B)(6) 2011. An anerobic would culture was tested for (B)(6). Gram stain results were negative